Event description:
Consumer reported complaint for the trueplus lancets. Daughter is calling on behalf of the customer. Per caller the needle is bent when she takes the protective covering off. The package was not open or damaged when received by the customer. The customer feels well and did not report any symptoms. The customer is not claiming to have been injured using the lancets. No medical attention associated with the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Lancets were not returned for evaluation. Complaint was forwarded to supplier quality based on complaint's description for investigations. No product was returned to thi. Internal evaluation has been completed by the manufacturer. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.